Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reseated the illuminator power cable and communication to dual camera control unit (doco) cable to resolve the error. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the system had an illuminator problem. The customer performed system reboot including turning the circuit breakers. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and detected fault 48238 associated with fault 297. The faults returned immediately after reboot. The procedure was converted to laparoscopic surgery. There was no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical. Inc. (Is) contacted the site and obtained the following additional information regarding this event: this was a normal conversion to laparoscopy surgery. The customer replaced the isi trocars with laparoscopic trocars. There was no injury for the patient, only the fact the customer finished the case in laparoscopy.